Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump that he was not able to clear. Customer also stated that the buttons had become unresponsive. He stated that the insulin pump may have gotten wet when he was washing the dog. The blood glucose reading was 96 mg/dl. Nothing further was reported.